Event description:
It was reported that the customer jumped into a pool with the insulin pump on and it was no longer functioning. Customer's blood glucose was 7.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assembly. No moisture damage found on motor. The insulin pump had a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.